Event description:
The hcp explanted and replaced and returned to the manufacturer a pump that had been implanted for 46 months. A follow up report will be sent when additional information is received.